Event description:
It was reported that during an ultrasound guided breast biopsy procedure through normal density tissue, the device allegedly failed to obtain samples. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. On the visual evaluation of the device both the probes appeared to have blood residue and the aperture closed fully. The proximal retaining cap has glued to the probe, no other damage was noted on the rear housing. On the functional evaluation, the probe was attached to the in-house driver and calibrated without any issue. On further functional testing both the probes meet the specification level for maximum vacuum test and vacuum differential test. Then the probe underwent aperture opened, sample cut, and sample deposited into the sample tray and obtained six beef samples without any issue. However, the probe obtained samples using the vac button on the driver. Therefore, the investigation is confirmed for the identified filling issue. However, the reported failure to obtain samples is inconclusive as the filling issue may lead to the sampling problem. Although it is likely the identified filling problem led to the alleged sampling issue. A definitive root cause for the sampling issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2021), g3. H11: d4 (medical device catalog), h6 (device, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through normal density tissue, the device allegedly failed to obtain samples. The procedure was completed using another device. There was no reported patient injury.